Event description:
Boston scientific received information that this right ventricular (rv) lead had an insulation break. The physician felt the lead may have been damaged in a previous change-out procedure years prior. There were no abnormal readings on the rv lead and shock impedances were within normal range however pacing threshold measurement was chronically high. A new lead was successfully implanted. The lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of the lead was only returned and carefully examined. Visual analysis revealed that this segment of the lead was severed 18 centimeters from the terminal pin. Moreover, set screw mark was noted on all terminal connectors. Likewise, the ID label showed signs of lateral movement at the proximal end which traverse through the molded insulation on one side of this lead. It was noted that this attributed damage was most probably due to constant lead flexion and movement within the pocket. Laboratory analysis could confirm the field allegation.